Manufacturer narrative:
Correction: manufacturing report 2017865-2024-35771, should not have been reported as a medical device report (MDR) as there is no indication that the device manufactured by abbott.

Event description:
Related manufacturer reference number: 2017865-2024-35772. It was reported that the patient's right atrial (ra) and left ventricular (lv) leads exhibited high capture threshold measurements. No intervention was performed. The patient was in stable condition.